Event description:
It was reported via repair work order that the head end of the bed was stuck elevated and would not lower due to loose lift housing bolts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.